Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 526 mg/dl. Customer had treated their blood glucose with a manual injection. The customer also stated they recently had a stroke, which made it hard for them to control their blood glucose. Customer also reported experiencing low blood glucose and seizures. The customer also stated there was a dark circle on their insulin pump indicating insulin was not being delivered. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. A no delivery alarm was also found in the customer's alarm history.. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.